Event description:
It was reported that the monopolar curved scissors instrument was dull. No additional information has been provided. No patient harm, adverse outcome of injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the reported complaint failure analyses observed the instrument while placed on a system for a latex cut test. The scissors do not cut cleanly through .006" latex. The latex gets pinched at scissor tips. The blades are not damaged. The blade edges are slightly rounded at tips, negatively affecting cut performance. Engineering also observed the distal end of main tube to have various small, deep scratches concentrated on one side of the tube. Damage does not appear to be cannula related. Electrical continuity passed. No other damage found.